Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent decompression and fusion at l3-pelvis. This was a revision to a prior surgery. Intra-op, the screwdriver tip broke in the multi-axial screw head and was locked in the screw head. The tip broke during implantation of the screw, when the screw was inserted to the mid. Both, the associated screw and the broken driver, were removed from the patient and from the sterile field. A new screw and a new driver were used to complete the procedure. No broken fragment of the driver remained inside patient's body. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: visual inspection confirmed the entire torx tip of instrument has been sheared off and the attachment pin to the internal bushing has been broken off, consistent with interface during usage. The broken torx tip is jammed in one of the returned bone screws. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow, consistent with torsional overload. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.